Manufacturer narrative:
(B)(4). As the sample was discarded by the user and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flexicap disconnect cap was not attached to the patient line tight enough and fell off. This occurred after the home patient (hp) disconnected during dwell 1 of 1 of peritoneal dialysis (pd) therapy on the homechoice (hc) machine and capped the patient line. The end of the patient line was then exposed for 3 hours. The technical service representative (tsr) then assisted the home patient (hp) in ending therapy. The hp planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.